Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with moderate tortuosity, heavy calcification and 90% stenosis. After pre-dilatation, the mini-trek balloon was delivered and inflated. However, it ruptured during the first inflation at 8 atmospheres (atm), due to the calcification. No resistance was noted during advancement or during retraction of the device. Other unspecified balloons also ruptured during the procedure. A non-abbott stent was implanted at the lesion and the procedure was successfully completed. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns floppy, guide cath: heartrail ii bl3.5. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.